Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. There was no capture at 7v in the bipolar configuration. In the unipolar configuration the impedances were 407 ohms. The patient doesn't pace in the rv so the physician elected to reprogram the rv lead to the unipolar configuration and continue to monitor. This pacemaker system remains in service. No adverse patient effects were reported.